Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The multifunction cable port on the unit was visually inspected and no faults were identified. The device was recertified and returned to the customer. It's noteworthy to mention the electrode pads, multifunction cable, and CPR adaptor were not returned for evaluation. No trend is associated with reports of this type.